Event description:
It was reported the blue ps impactor pad broke when trial femur was being placed. There was no patient harm or impact reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned impactor pad identified signs of use (gouges) and confirmed the reported event that the impactor pad was fractured. Not all fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint can be confirmed through the returned product analysis. Device has a potential field age of 7+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.